Event description:
On 02/16/2023, it was reported by a an arthrex employee via email that an ar-4501 meniscal cinch ii anchors did not deploy. This was discovered during a procedure on (B)(6) 2023. Additional information received on 2/20/2023: this was discovered during a knee arthroscopy procedure and completed using another ar-4501 meniscal cinch ii. The first anchor did not deploy even thought the button were able to be advanced without issues, the anchors still did not deploy. Nothing broke inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint is confirmed based on the customer provided photo, which displays the anchors still within the tip of the device. However, without return of the device for physical evaluation, the most likely cause for the reported failure can be attributed to user-applied excessive mechanical forces. No change in harm was identified.